Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, during trouble shooting the vela ventilator unit was checked and confirmed the error. Customer stated not calibrating and transducer test fails. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has xdcr fault and vent inop errors. The reporter confirmed that there is no patient involvement associated on this event.